Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer received an hls set with a perforation (hole in tyvekcover). There was no apparent damage to the other packaging and boxes. The hls set was not used on a patient. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. Complaint ID: (B)(4).